Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, while advancing, the device snapped in half. The physician used a different device and the procedure was completed. No patient complications were reported.

Manufacturer narrative:
Returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 60.1cm distal of the strain relief. The balloon was tightly folded. Microscopic inspection revealed tip damage. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that shaft break occurred. A 2.00mm x 12mm emerge balloon catheter was advanced for dilatation. However, while advancing, the device snapped in half. The physician used a different device and the procedure was completed. No patient complications were reported.